Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was elevated. The customer changed out the cartridge and site, drank water and self administered an insulin injection which lowered the bg level. As the customer changed the supplies prior to contracting tandem technical support, trouble shooting to help determined the cause of the occlusion could not be performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.